Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements, measuring around 130 ohms on this right ventricular (rv) channel. Upon review, the device was implanted in (B)(6) 2021 and since then the trend was higher. There was no noise noted, and shock impedances were stable around 120 to 130 ohms with gradual increase. Technical services (ts) recommended troubleshooting options. This rv lead currently remains in service. No adverse patient effects were reported. Additional information received indicated that this the integrity testing was performed by the physician. The plan is to continue with routine follow-up. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b1adverse event/product problem, b2outcomes attrib to adv event, b5 describe event or problem, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements, measuring around 130 ohms on this right ventricular (rv) channel. Upon review, the device was implanted in 2021 and since then the trend was higher. There was no noise noted, and shock impedances were stable around 120 to 130 ohms with gradual increase. Technical services (ts) recommended troubleshooting options. This rv lead currently remains in service. No adverse patient effects were reported.